Manufacturer narrative:
(B)(4).

Event description:
Information was received indicating that a patient receiving levodopa/carbidopa via a smiths medical cadd-legacy® duodopa pump has been intermittently hospitalized for weeks due to sepsis. Patient's wife feels that the parkinson's symptoms are "all over the place;" is now bed bound, can't walk, can't talk, can't feed self and trouble swallowing. It was noted that the patient was discharged on wednesday with the ability to move thumbs but is "twitchy." Was advised to contact the duodopa specialist or seek urgent medical attention. No further adverse effects were reported.